Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the pacemaker was explanted and successfully replaced with another manufacturer's device. The pacemaker was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of experiencing syncopal episodes over the past month. A remote interrogation of the pacemaker was performed which showed elevated right ventricular (rv) lead pacing impedance measurements near 2000 ohms. It was suggested to have the pacemaker interrogated with a programmer. The field representative noted the physician transferred the patient to another hospital facility for an upgrade to an implantable cardioverter defibrillator (ICD), however it is unknown if the revision procedure occurred. At this time available evidence indicates the pacemaker and another manufacturer's rv lead remain in service. Attempts to obtain further information were unsuccessful. No additional adverse patient effects were reported.